Event description:
It was reported that device entrapment occurred. The 80% stenosed and diffused target lesion was located in the proximal to middle of right coronary artery with a subtotal occlusion in the mid to distal end. A guide wire was advanced and was supported by a microcatheter and, reached the lesion at the most distal end of left anterior descending artery. Following pre-dilatation with a 2.0x20mm and 2.5x15mm balloons, a 12 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, upon implantation, it was noted that the stent stuck on the middle stent and could not overlap. The catheter was removed and the procedure was completed with another of the same device. There were no patient complications and the patient's status was stable. It was further reported that the reported issue was difficulty crossing an implanted stent and not device entrapment. The lesion was in mildly tortuous and mildly calcified right coronary artery.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 12 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. The 80% stenosed and diffused target lesion was located in the proximal to middle of right coronary artery with a subtotal occlusion in the mid to distal end. A guide wire was advanced and was supported by a microcatheter and, reached the lesion at the most distal end of left anterior descending artery. Following pre-dilatation with a 2.0x20mm and 2.5x15mm balloons, a 12 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, upon implantation, it was noted that the the stent stuck on the middle stent and could not overlap.the catheter was removed and the procedure was completed with another of the same device. There were no patient complications and the patient's status was stable. It was further reported that the reported issue was difficulty crossing an implanted stent and not device entrapment. The lesion was in mildly tortuous and mildly calcified right coronary artery.

Event description:
It was reported that device entrapment occurred. The 80% stenosed and diffused target lesion was located in the proximal to middle of right coronary artery with a subtotal occlusion in the mid to distal end. A guide wire was advanced and was supported by a microcatheter and, reached the lesion at the most distal end of left anterior descending artery. Following pre-dilatation with a 2.0x20mm and 2.5x15mm balloons, a 12 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, upon implantation, it was noted that the stent stuck on the middle stent and could not overlap. The catheter was removed and the procedure was completed with another of the same device. There were no patient complications and the patient's status was stable.